Manufacturer narrative:
A complete lead was returned in one piece measuring 51.5cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post operation check on (B)(6) 2019. Upon interrogation of the device, the p-waves had dropped, and the threshold increased on the right atrial lead. An x-ray showed that the lead had fallen. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.